Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger jammed, the device did not always stop when the trigger was released and did not function with some battery devices. Therefore, the reported condition was confirmed. It was further determined that the wire insulation on the electronic control unit was cracked, the triggers were jammed when pushed down and there was corrosion on the electric motor and components. The assignable root cause was determined to be due to components from use and improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgical procedure, it was observed that the small battery drive device did not do anything. It was further reported that the battery devices and casing devices were used with another device and they worked. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.